Event description:
During procedure, when physician using bovie, certified registered nurse anesthetist (crna) stated he was burned while touching patient's face. Crna has visible burn to finger. Patient examined and appeared to be okay.